Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke/ separated after placement. It was reported that indwelling catheter. When did the incident occur? During use broke while pulling the cannula, leaving the indwelling catheter in the vessel; had to be removed by embelectomy.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.